Event description:
It was reported that the pt presented with severe right lower quadrant pain. A CT scan showed a 3-4 cm mass in the right pelvis which was "quite uncomfortable". At first the pt was offered conservative management. The pain was too much, therefore, the pt underwent a laparoscopy. During the laparoscopy there was a retroperitoneal fullness to the right of where the bladder reflection normally is located. This was determined to be an ovarian remnant. The remnant was removed. This left an area of raw exposed tissue and there were adhesions near by as well. An absorbable adhesion barrier was placed laparoscopically in the site. About 5-6 days post operative, the pt called the physician at home with complaints of pain. The pt had point tenderness at the site of the surgery. Pt was hospitalized and an exploratory laparotomy was performed. A 8-9cm segment of bowel was stuck all along the site of the adhesion barrier placement with remnants of pieces of the absorbable adhesion barrier along the bowel. A general surgeon was brought in to "run the bowel". No perforation was detected. Fluid collected from the site grew staph. Physician believes that it is possible that the staph was the inciting agent. The pts abdomen was rinsed out with 4-5 liters of fluid, a ng tube placed for several days to avoid ileus and the pt was placed on antibiotics. The pt was later discharged and is doing well.